Manufacturer narrative:
(B)(4). The reported condition was not confirmed during initial sample evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that simultaneous flow was observed in a clearlink duo-vent continu-flo set during patient infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.